Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8239708. Medical device expiration date: 2023-07-31. Device manufacture date: 2018-08-27. Medical device lot #: 8254502. Medical device expiration date: 2023-08-31. Device manufacture date: 2018-09-11. " a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the there was failure to detect activation with a bd ultrasafe¿ plus x100l png clear. The following information was provided by the initial reporter: the patient had provided the details (her health condition and the fact that she did not hear a click during injection) to the treating physician and the treating physician stated that the product was of inappropriate quality and defected.

Manufacturer narrative:
H.6. Investigation summary neither sample nor photo was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint meet all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that the there was failure to detect activation with a bd ultrasafe¿ plus x100l png clear. The following information was provided by the initial reporter: the patient had provided the details (her health condition and the fact that she did not hear a click during injection) to the treating physician and the treating physician stated that the product was of inappropriate quality and defected.